Event description:
It was reported that post of a gastric bypass procedure, there was bleeding along staple line. Pt was brought back to the or. Unk how case was completed.

Manufacturer narrative:
Information not available, device not returned for analysis.